Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "patient scheduled in facility, coming from a ssr (follow-up and rehabilitation care) who informs us that the cvc is cracked because when they inject twice, it beads at the puncture point. A decision was taken in facility to remove the cvc and securacath. During care, the ide notices that the external length of the cvc is abnormally long, suspicion that the cvc has slipped off the securacath (securacath well in place), implantation date (B)(6) 2023, child born (B)(6) 2017. Immediate action: withdrawal of cvc and securacath according to protocol, cvc cut off to send to bacteriology (request cancelled as no indication). Immediate consequences apparent: parenteral nutrition therapies discontinued, patient hospitalized for enteral nutrition and disturbed renal function." No other information was provided.